Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a device capsule detached before end of procedure and fell into stomach. A capsule replacement will be re quested.

Manufacturer narrative:
Device evaluation the accuview graph from the study was returned for evaluation. The total time of the study was 14:06 hours as opposed to the recommended study time of 48 or 96 hours. Ph values dropped below 4 ph immediately after the beginning of the study. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before beginning of the study. Recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged. Capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule detached before end of procedure and fell into stomach. A capsule replacement will be requested.